Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cannula. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 504 mg/dl. Reportedly, the customer administered a manual injection to address bg level.